Manufacturer narrative:
(B)(4). It was reported by the facility staff that a rpl600-2 bariatric patient lift was swapped, due to the legs were not opening. The second lift has since been replaced with a third one. The technician tested the second unit, and it was allegedly functioning well. Because it did not show deficiencies, it was returned to the warehouse, cleaned, and re-delivered to the same customer on (B)(6) 2013. The next day, it was reported that the battery was loose, and allegedly it fell onto a staff foot, who sustained an unspecified injury, and it is unknown if medical treatment was sought. The unit was brought back for inspection/tests during which it was found that the battery was not attached properly to the mast. Should we receive additional information, this file will be revised, and a supplemental report will be submitted. Only one MDR report will be submitted for this event, although three different complaints were created because of different parts needed to repair the unit, and the file numbers are the following: (B)(4).

Event description:
(B)(4). It was reported by the facility staff that a rpl600-2 bariatric patient lift was swapped, due to the legs were not opening. The second lift has since been replaced with a third one. The technician tested the second unit, and it was allegedly functioning well. Because it did not show deficiencies, it was returned to the warehouse, cleaned, and re-delivered to the same customer on (B)(6) /2013.